Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, a product investigation cannot be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00503, 3005168196-2018-00505. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed and detached four smart coils using a non-penumbra microcatheter and the handle. It was reported that one of the four smart coils (lot #: unknown) needed two attempts to detach with handle. Next, the physician attempted to advance two new smart coils (lot #: f74319) out of their introducer sheaths and into the microcatheter but was unable to advance the coils out. Therefore, the smart coils and the microcatheter were removed. The procedure ended at that point because the existing packing density in the aneurysm was sufficient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Date of event is being updated on this follow-up #1 MFR report based on additional clarification provided by the penumbra sales representative on 08-mar-2018.